Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant. When the lead was inserted in the ventricle and helix was placed and fixed once. However, the thresholds were poor. The lead was attempted to be repositioned but the helix did not retract. The lead was replaced. The patient was stable.